Event description:
It was reported an air leak was observed on the sheath. There were no consequences to the pt.

Manufacturer narrative:
One braided swartz introducer and an 8f dilator were received for eval. Review of the device history record was not possible as the lot number is unk. In conclusion, functional testing revealed a leak at the silicon hemostasis seal in the hub. The hemostasis seal hub was disassembled which revealed the proximal hemostasis seal was torn and missing material at both the top and bottom slits. The distal silicon hemostasis seal had a small tear with missing material at the bottom slit. The st. Jude medical instructions for use (IFU) states "do not remove dilator or catheter rapidly. Damage to valve may occur, potentially compromising hemostasis", and also states, "make sure that the stylet is locked onto the hub of the brk needle. Then insert the needle into the dilator".